Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d and section e unique identifier (UDI) and initial reporter first name, initial reporter last name, initial reporter e-mail. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 2.2 pocket d6 not detected on bus. A field service engineer inspected the device and replaced the cubie tray after detecting a medicine spill on the tray and unrecoverable pocket d6. Drawer recovered successfully and inserted new cubie pocket into slot d6. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.